Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4) ¿ device not returned. Citation: surgical endoscopy (2019); conference: 27th international congress of the european association for endoscopic surgery, eaes27th international congress of the european association for endoscopic surgery, eaes. Seville spain. 33 (2 supplement): pp s638. Doi: http://dx.doi.org.ezjnj04.infotrieve.com/10.1007/s00464.

Event description:
Title: gastro-gastric greater curvature herniation after gastric plication for morbid obesity. This study presents a case of a (B)(6)-year-old female patient who was operated for morbid obesity four months back where she underwent laparoscopic gastric plication with no immediate post operative complication and her weight loss was adequate. Reported complication includes vomiting, persistent abdominal pain necessitating immediate laparoscopic exploration where the gastro-gastric hernia at the greater curvature through loosen ethibond suture was revealed. The suture was released to liberate the strangulated stomach which is not gangrenous. In conclusion, gastro-gastric herniation could progress to gastric wall gangrene which will result in high morbidity and even mortality. High index of suspicion is required to diagnose the condition. Preoperative patient counseling is important to explore the surgical options if deemed necessary to convert to another bariatric procedure.